Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Returned product consisted of a mustang balloon catheter. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using de-ionized water and digital stopwatch without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification, the rated burst pressure for this device is 20 atmospheres. A visual examination found the tip of the device to be damaged. This type of damage most probably occurred due to the device encountering resistance when crossing a challenging lesion. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device.